Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the handle was flaccid and not attached to the internal components. The instrument was dismantled for visualization of internal components which revealed that the wishbone link which attaches the trigger to the firing mechanism had disengaged. The condition of the instrument precludes functional evaluation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged wishbone link condition may occur if the handle is forcefully pulled open prior to fully completing the full handle compression. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of damaged components that has no relationship to the reported incident. The root cause of the observed condition could not be reliably determined based on the information available; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the surgeon was not able to squeeze the handle. There had been issues experienced with the loading or firing the clips. The clips did not load properly. There was no patient injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.